Event description:
The complaint is reported as: "patient was intubated at ER, then the patient was transferred to ricu. Np found out the air leaking situation, the detective one was replaced immediately. They assumed the leaking part is at the joint of tube and inflation line.". No patient injury reported. The current condition of the patient listed as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. The sample was returned without its original packaging and the connector was not returned. The sample appeared used as there was biological material observed on the device. The inflation line was missing from the et tube. Based on what was reported, it appeared that the inflation line was present during use since the patient was intubated. The notch where the inflation line protrudes out of the et tube was slightly stretched upward, indicating that the inflation line may have been pulled out. No other defects or anomalies were observed. The manufacturing site was consulted for this complaint. It was determined that there was insufficient cyclohexanone added into the inflation line subassembly. The cyclohexanone should be inserted into the lumen of the tube to ensure proper assembly of the inflation line system. The IFU for this product states, "the tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction, is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuff has not become over-inflated. The tube cuff should be slowly inflated with the minimum amount of air required to provide an effective seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation.". The reported complaint was confirmed based upon the sample received. The returned et tube had a missing inflation line. The notch where the inflation line protrudes out of the et tube was visibly stretched upward, indicating that the inflation line may have been pulled out from the device. The manufacturing site was consulted for this complaint and it was determined that there was insufficient cyclohexanone added into the inflation line subassembly. The cyclohexanone should be inserted into the lumen of the tube to ensure proper assembly of the inflation line system. A non-conformance has been created by the manufacturing site to address this complaint issue.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "patient was intubated at ER, then the patient was transferred to ricu. Np found out the air leaking situation, the detective one was replaced immediately. They assumed the leaking part is at the joint of tube and inflation line." No patient injury reported. The current condition of the patient listed as "fine".